Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second versacore guide wire is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Reportedly, during use of the first versacore guide wire to treat a lesion located in the iliac vessel, an atrium covered stent was advanced but resistance was felt during advancement and retraction so the devices were withdrawn as one unit. The guide wire was exchanged to a second versacore guide wire; however, during advancement of the non-abbott stent delivery system (sds) over the second versacore guide wire, resistance was felt again so the devices were withdrawn where upon resistance was also felt during withdrawal. The non-abbott sds was ultimately crossed using an unknown non-abbott guide wire and successfully implanted. There were no adverse patient effects and a clinically significant delay in procedure was not reported. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned guide wire noted blood on the core and on the coils which is consistent with the guide wire being used in the patient as reported. There were multiple bends in the core distal to the proximal end of the guide wire. There was a bend in the tip proximal to the tip ball. The noted bends in the core and in the tip were not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis as no damage was reported during inspection prior to use. The stent delivery system (sds) was not returned which may have aided in the evaluation. The outer diameter of the guide wire was measured and met manufacturing criteria. The guide wire was backloaded through a new stent delivery system and removed with strong resistance at the bends in the core. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the finished device lot history records did not reveal any nonconforming material records associated with this part/lot number combination. The inability to advance/retract the sds and cause resistance between the devices can be influenced by many factors and is not typically associated with a product quality deficiency. The reported resistance with the other device appears to be related to operational context of the procedure. Based on the investigation, there is no indication of a product quality deficiency.